Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: right breast prosthesis ruptured, unspecified health issues attributed to ruptured implant. H6 health effect - clinical code e2402: generalized illness. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with unspecified mentor gel breast prostheses when the right breast prosthesis ruptured post implantation. It was reported that the right breast prosthesis was ¿faulty¿ and was leaking. Additionally, the patient developed various unspecified health issues that she believes to be caused by the ruptured right implant. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor breast prostheses on (B)(6) 2023. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2024-02741 for the report for the patient¿s right breast prosthesis.